Event description:
In 2002, the user facility's or team leader informed the manufacturer's sales representative of the following: device implanted in 2002. Patient went for chemotherapy treatment and radiology refused to use device because they could not get the device to aspirate. Device flushed with ease but would not aspirate.